Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was unknown. The customer stated that he changed the infusion set and the reservoir might have fallen out and the insulin is squirting. The customer stated that there were no cracks for splits in the barrel. The customer stated that the reservoir is disconnected from the connector. The customer was advised to return the reservoir and transfer guard for analysis. The customer will be sent a replacement reservoir and canister.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Checked the o-rings/stopper groove for anomalies and none were found. Ran basal bolus leaking test and no leaks were noted during testing.